Manufacturer narrative:
The log file analysis revealed that the device detected two instances of a motor encoder check error towards the end of the surgical procedure and posted the observed "ventilator fail" alarm. To prevent from undefined motor behavior the automatic ventilation is shutdown in such case. As specified for such failure condition the case could be completed by means of manual ventilation and, no patient consequences have occurred. It turned out that the same error condition was already detected once earlier that day during a leak test but could be solved by power-cycling. The consecutive self test was then passed without further occurrence of this error condition. The returned motor was found fully compliant to specifications. It is impossible to draw a reliable conclusion. However, a reasonable explanation would be a deposit on the motor encoder disc which was not present anymore upon arrival at the manufacturer's workshop. As the motor was already replaced in follow-up of the event and the anesthesia device passed all tests without observations, no further actions are considered necessary.

Event description:
.

Event description:
It was reported that: during a case, automatic ventilation stopped and the machine alarmed for vent fail. The case was completed and there was no patient injury reported. A drager service technician was dispatched and was able to confirm the reported alarm.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation results will be reported in the follow up report.